Event description:
The dealer alleges the joystick on a 3gtq3-cgpower chair is malfunctioning, that when you push the mode button one time it jumps from drive to tilt and back to drive, or from tilt to drive and back to tilt.